Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the balloon would not hold air when a rubber piece on balloon popped out. There was no product retrieval required. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The volume of air used to inflate the balloon was unk.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval it will be difficult to confirm the reported problem. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.